Event description:
The customer reported that the alarms did not sound for a pt death.

Manufacturer narrative:
(B)(4). The customer reported that pt had an asystole condition, but no alarm occurred at the central monitor. The customer stated that there was a nurse in the room at the time so there was no delay in treatment. The pt was resuscitated however the pt later expired. The monitor was evaluated by the hospital biomed who stated that the monitor was operating normally. Logs were provided and reviewed. The logs showed that multiple alarms did occur including asystole alarms at the time of the event. The alarms were suspected by a user at the bedside. The available info supports that the users were aware of the pt's status and that there was no device malfunction. Device labeling (instructions for use) adequately describes alarm behavior for pausing or suspending alarms. The biomed received the results of the log data review. Trending for this issue supports that there was no malfunction or health risk and there are no design, manufacturing, materials, or labeling problems. No further investigation or action is warranted.